Manufacturer narrative:
The patient age and weight were not provided. (B)(4). Approximate age of device - 5 months. Review of the submitted system controller log files confirmed the reported pump stoppage events with associated alarms. Approximately 8 inches of the external portion/distal end of the driveline was returned for evaluation. Prior to receipt of the product, the outer silicone sleeve and clear bionate had been cut into segments and were sliced lengthwise. The returned section of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities. At approximately 5.5 inches from the distal metal connector, the outer silicone sleeve and clear bionate revealed small cuts and the braided shielding also appeared to be disrupted. In the same location of the observed damage to the outer driveline layers, visual inspection of the underlying wires revealed breaches in the yellow and orange wire insulation as well as damage to the inner metal conductors. The exposed conductors showed evidence of corrosion consistent with an electrical short. The observed wire compromise appeared to be the result of mechanical damage; however, a specific cause for this damage could not be determined. Visual examination and a high-potential test of the remainder of the driveline did not reveal any other areas of compromised wire insulation. The yellow wire represents one of the two redundant wires that comprise phase 1, while the orange wire represents one of the two redundant wires that comprise phase 3 of the three phase motor. If the exposed conductors of either the yellow or orange wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting short to ground would have caused the reported interruption in pump function. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that upon review of the system controller data history log, a pump stoppage event was captured a few days earlier. The actual date was not provided. There were no driveline disconnections or any alarms reported by the patient. The log file was submitted for review by the manufacturer's technical services representative. Two pump stoppage events were captured, one on (B)(6) 2015 and one on (B)(6) 2015. The first pump stoppage appeared to have occurred due to the driveline being disconnected. The patient may have inadvertently contributed to this event because there was also a dual power lead disconnect event causing the emergency back-up battery to take over operation of the system. The second pump stoppage may have been due to a high current condition. The driveline data appeared stable. On (B)(6) 2015, the patient reported that while brushing his teeth, all the alarms on the system controller went off and the green pump running symbol was not lit. According to the patient, the observed alarms were yellow wrench, red heart and red battery icons, and pump stoppage, driveline disconnect and low flow alarm messages. During the event, the patient exchanged to the back-up system controller and called the vad team. The patient was instructed to present to the hospital and was admitted. It was reported that the patient was on a third system controller. The patient was reported to be asymptomatic during the reported events. Upon review of the submitted log file from the second system controller, the data showed multiple low speed hazard/pump stoppages starting on (B)(6) 2015 and continuing more frequently on (B)(6) 2015. The alarms appeared to be occurring on both the power module and on battery power. It was recommended to immobilize the percutaneous lead to prevent any further interruption in support. On (B)(6) 2015, during the onsite evaluation of the percutaneous lead by technical services, a cut in the silastic and bionate jackets was identified. Based on the visual observation, it appeared that the shield may have penetrated the insulation of the orange conductor. It was also reported that the customer was able to reproduce the pump stoppage events through manipulation of this area on both the primary system controller and the back-up system controller. An external percutaneous lead replacement was performed on (B)(6) 2015 and both system controllers were replaced as a precaution. It was reported that the patient was doing fine after the driveline replacement procedure and was to be discharged from the hospital.